Manufacturer narrative:
It was determined clarification as needed as based on evaluation this event is not part of fa-q323-hf-4. As evaluation confirmed the event was related to frayed power supply and not a frayed right angle extender.

Manufacturer narrative:
The reported event that "frayed cord with exposed wires on the power adapter box" was resolved after a power supply and power cord replacement were performed by rcts on 25oct2023. A review of the merlin logs confirmed that the device powered on and physiological readings were taken successfully in subsequent days after the event of 25oct2023, indicating that the issue was resolved. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure noticed issue by abbott on (B)(6) 2023. Investigation codes and conclusion will be provided in an additional submission.

Event description:
The patient reported exposed and frayed wires of the on the power supply. The power supply and power cord were replaced and there were no adverse consequences reported by the patient.